Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, damaged belt connector) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure and missing, damaging wires within the connector. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt sn (B)(4) (manufacture date 03/05/2014) has been completed. The reported problem (damaged belt connector) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The monitor belt receptacle was glued to the trunk cable connector. The root cause for the damaged connector was excessive force no adverse event resulted from the defective equipment.

Event description:
A us distributor reported that patient's monitor had a damaged belt receptacle and that their electrode belt had a damaged trunk cable connector.